Event description:
Customer reported via phone, she was having sensor issues and then stated she had experience low blood glucose of 49 mg/dl. She treated with a (B)(6) suspended the insulin pump and drove home. Her blood glucose went up to 170 mg/dl. Customer declined troubleshooting for low blood glucose. Sensor is being replaced due to lost sensor message. She agreed to return it for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor found the sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.